Manufacturer narrative:
Additional narrative: not previously reported. The threaded tip of the implant holder for synfix broke off inside the synfix implant following insertion. Investigation has shown that the tip of the implant holder is indeed broken off. How the breakage occurred could not be determined. It is possible that too much mechanical force during the instrument removal - possible repositioning of the implant before hand - has led to this damage. The broken surfact is homogenous which indicates material conformity as well. The manufacturing records were reviewed and no complaint related issues were found. No product fault could be detected.

Manufacturer narrative:
(B)(4): placeholder.

Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a procedure, the threaded tip of the implant holder for synfix broke off inside the synfix implant. Surgeon could not remove the broken threaded tip from the implant and it remains in the pt. This is 1 of 2 reports.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.